Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement high out-of-range greater than 2,000 ohms and undersensing. Upon request, technical services (ts) reviewed device data and suspected lead migration. Subsequently, the lead was successfully repositioned seven days post implant, and remains in service. No adverse patient effects were reported.